Event description:
A malfunction was reported by a distributor in slovakia, involving a pump with a malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Tandem technical support informed the customer that the pump needed replacement and proceeded to provide a replacement pump. The customer was guided on using the replacement pump to ensure continued insulin delivery.